Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep) through an update to device registration. It reported the catheter 8780 ((B)(4)) was not used due to getting bent. No further information provided.